Manufacturer narrative:
During investigation, fluid were observed inside of the telescope, and distal tip assembly. It was observed that the guidewire exit port was lifted. This appearance indicated that the guidewire was exerting force against the guidewire exit port. The examination of the guidewire exit port under magnification revealed that edges of the exit canal became uneven during the use of the catheter. The guidewire that was used during the procedure was not returned. A guidewire (0.014") was inserted, and there was no indication of any resistance for tracking the guidewire. Furthermore, upon image characterization testing, good square image appeared in the system and the product performed within spec. No kink was observed in the sheath assembly. On 4/12/06, boston scientific issued a safety alert to customers of this product stating that based on our receipt of complaints relating to coronary imaging catheters entangling with stents, we reiterate and reinforce the need to pay special attention when using coronary imaging catheters in vessels with implanted stent(s). This safety alert was reviewed with the FDA's office of compliance and deemed appropriate to further mitigate pt risk.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: it was pci with stent procedure of lad mid. The lesion was 100% stenosis with calcified. This atlantis used after implant of tunami stent. When the physician drew this catheter, it was caught on strut of stent. An edge of stent got rolled up. A wound occurred on the tip of a catheter.